Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went on-site to evaluate the avea ventilator. The low peep was confirmed. Fsr calibrated the transducer and the problem was resolved.

Event description:
It was reported to vyaire an avea ventilator was alarming low peep. There was no reported patient harm associated with this event.